Event description:
The customer reported that the jaws of the device would no longer open. Another instrument was used to remove the device from tissue. There was no blood loss and no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.